Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the risk documentation, the "change controller" message on the controller's display may be associated with a controller failure. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient awoke to an alarm on their controller that read "change controller". The patient reported that the controller felt hot. The patient successfully exchanged their controller, which resolved the alarms. Patient reported feeling well during the alarm. No patient complications have been reported as a result of this event.